Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: ""severe capsular contracture" (grade unknown).

Event description:
Healthcare professional reported for the right side, "severe capsular contracture grade unknown and may need implant replacement.... Implant may be damaged". Device remains implanted.